Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a ¿presence of black stains¿ were found on bd plastipak¿ 3ml syringe luer-lok¿ prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
A photo and a single syringe packaged 3ml were received by bd canaan and confirmed to be from batch #7239797. The sample was visually evaluated. The sample has two cylinder image dots printed and the photo depicts one image dot. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. DHR review is not required due to the complaint being for the design of the product and not a true defect. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to confirm the reported defect. Root cause is not required as no defects were confirmed.